Event description:
Information received indicates that the pt positioning monitor (ppm) is not alarming at the bed although a call is sent to the nurse's station.

Manufacturer narrative:
The account's biomed inspected the external buzzer and found that the buzzer cable was not replaced properly and was pinched under the cover. A new external buzzer was sent to the account to complete the repairs.